Manufacturer narrative:
The event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic assisted prostatectomy. Event description: procedure was robotic hysterectomy. At the end of the surgery, the surgeon went to remove the cannula with the camera still in place and the cannula broke in half. The surgeon removed the broken half of the cannula from the fascia; this removal added approximately 15 minutes to the surgery. No patient injury. The obturator is not available for return as it was discarded. The patient had mesh in the abdomen and therefore, the surgeon placed the camera port next to the area of the mesh. Pictures were taken of the cannula and will be sent via email today." Additional information was received via email on 20jul2017 from the territory manager associate. After speaking with the customer who was in the surgery, a correction regarding the report was made. The surgeon was dr. []. Robotic assisted prostatectomy. "The camera was removed to clean the lens then they were unable to replace it." Additional information was received via telephone from the first assist on 01aug2017 at 10:25 am the product returned and pictures sent are for a z-thread trocar. The lot # provided is incorrect. No lot# is known since the picture of the packaging with lot # does not match the pictured broken cannula. The clamps used with the davinci robot are from intuitive. Additional information received via email on 07-aug-2017 from regulatory engineering team. The model of the device is estimated to be model ctb71, based on the sales history and size of the device. Type of intervention: removed the piece of the cannula from the patient. Patient status: "no patient injury."

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur.

Manufacturer narrative:
This report is to follow up medwatch report #mw5075051.

Event description:
Additional information received via mail from FDA, mw5075051 on wednesday 28feb2018 "a 12x150mm camera port made by applied medical: the camera port was placed and docked to the robot. The camera was removed to be cleaned the port also came out and we lost insufflation. It was immediately noticed that the port was a lot shorter. After a manual examination of the incision we realized the port had broken in half. We undocked the robot and removed all remaining pieces of the port. Put a new port in and finished the surgery."